Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 300 mg/dl after wearing the pod for longer than 48 hours and she noticed the cannula was kinked. The site was red and irritated. She was able to activate a new pod and her bg returned to normal range.